Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized. Treatment was not specified. At the time of this report the patient outcome of the peritonitis event was not reported. Action with pd therapy was ongoing. No additional information is available as the reported declined to provide any further information.